Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2013, the pt underwent a trial procedure. During the procedure, the pt experienced cerebrospinal fluid leakage. Post-op, the pt experienced a headache. The headache was treated and resolved with pain medication. The pt plans on moving forward to be implanted with a permanent scs system.